Event description:
The reporter contacted animas on (B)(6) 2014 reporting a blood glucose of 1.9 mmol/l with symptoms of dizziness and shakiness. The reporter indicated that the pump was downloaded and there were boluses noted that the patient reportedly did not program. The reporter confirmed that there were no keypad issues. The pump review indicated that there was a bolus on (B)(6) 2014 in the amount of 1.5 units that the patient reportedly did not deliver and on (B)(6) 2014 boluses of 2.0 units, 2.0 units, 1.0 units, and 2.0 units that the patient reportedly did not deliver. The reporter contacted animas again later in the day to complete further review of the pump and indicated that there were also several boluses on the (B)(6) 2014 that the patient did not deliver. This report is made based on the allegation that the patient experienced hypoglycemia associated with an allegation that the pump had delivered boluses not programmed by the patient.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.